Event description:
It was reported by the customer, after the completion of the puncture, the tube placement hand installs the decompression sleeve and installs the connector, after the installation, the tube placement hand looks at the connector with a gap and pulls the connector with a little force to separate it, so the catheter is re-replaced and replaced with a new connector.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a groshong connector disconnecting is confirmed and was determined to be related to manufacture of the device. One 4 fr two-piece groshong nxt clearvue connector was returned for evaluation. One photograph of a 4 fr groshong two-piece connector was returned for evaluation. An initial visual observation revealed use residues were observed along the returned two-piece connector. The connector was returned assembled with no catheter inside the device. A functional test of attempting to pull the distal connector off the proximal connector revealed the distal connector disconnected with little force. A microscopic observation revealed deformation was observed along the molded section of the proximal connector. Measurement of the proximal connector arms revealed them to be .140 in. Apart, which is out of specifications. Because the proximal connector arms were measured to be outside of drawing specifications, the complaint of the connector disconnecting is confirmed and was determined to be related to the manufacture of the product. Awareness training has been conducted as part of this complaint and this complaint will be recorded for future trending and monitoring purposes.